Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 529 (mg/dl) and diabetic ketoacidosis. Reportedly, the contact believes there was an issue with the customer's infusion set. A review of the pump history indicated the customer manually stopped insulin delivery 15-10 minutes three times the day prior to being hospitalized. While hospitalized, the customer was treated with intravenous insulin and fluid and bg levels began to decrease to the 400s (mg/dl). The customer was released (B)(6) 2016 with issues resolved.